Event description:
It was reported that there was a patient infection that was associated with a device. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).